Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that during the passage of the PICC it was not noticed the perforation witnessed by bd representative, but during the stay a leak appeared in the 1cm PICC frame.